Event description:
This case was reported by a consumer and described the occurrence of exacerbation of neuropathy in a pt who received super poligrip original denture adhesive cream (B)(4) for denture adhesion. A physician or other health care professional has not verified this report. Concurrent medical conditions included neuropathy. On an unk date, the pt started super poligrip (dental). At an unk time after starting super poligrip, the pt experienced exacerbation of neuropathy. This case was assessed as medically serious by gsk. At the time of reporting, the event was unresolved. Consumer reported that she has had neuropathy for 20 yrs and has been using super poligrip for the last yr and her neuropathy has gotten worse. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).